Event description:
A customer reported a malfunction on their insulin pump, identified with a specific malfunction code that was not resettable. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged to send a replacement pump and provided instructions for returning the faulty pump and preparing the replacement. The customer confirmed understanding of the instructions and planned to use a backup insulin therapy to ensure continuous delivery.